Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma, hemorrhage and tissue damage are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. The reported difficulties, patient effects and subsequent treatment appear to be related to the patient getting up "to" soon. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath prior to an atherectomy with impella interventional procedure. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Post procedure, when the patient was in the critical care unit (ccu) for recovery, the staff reportedly let the patient get up too soon and the sutures of the proglide devices broke and a hematoma developed. Manual arterial compression was applied for an hour; however, the bleeding did not cease. The patient was taken back to the cath lab. The physician obtained access through the right common femoral artery and went up and over to the lcfa and implanted a non-abbott covered stent to treat the hematoma and successfully achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.